Event description:
The customer reported a leak from a cartridge chemistry sample probe collar wash on a unicel dxc 600i synchron access clinical system. The customer reported the leak was contained to the instrument evaporation cover. The instrument was not processing samples at the time. The operator was wearing a lab coat, gloves, and protective eyewear while operating the instrument. There was no report of direct contact with the leak or of injury in relation to this event.

Manufacturer narrative:
The field service engineer (fse) contacted the customer and provided instructions on how to replace the sample probe manifold solenoid valve. The customer replaced the sample probe manifold solenoid valve and observed no further leaks from the cartridge chemistry sample probe collar wash. (B)(4).